Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an app crash alert was reported. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, potential patient misuse was observed as the mobile device lost power.